Manufacturer narrative:
(B)(4). Investigation: a kink/fold was noted in the replacement fluid line. Root cause: the common causes of tubing kinks, indentations and compressions are typically related to slight variations during tray packing. Contents shifting may also occur during packaging and transport to sterilization. Following exposure to the heat and humidity of the sterilization cycle, the tubing may assume a deformed shape. Corrective/preventive action: no corrective and preventive actions by caridianbct quality assurance will occur at this time.

Event description:
This report is being filed as a result of changes to our MDR evaluation process. We continue to refine our MDR process to better align with current policy. We regret that this change has caused this MDR to be filed outside the required time frame. Kinked tubing was found on the exchange line during setup. No injury occurred, as no donor was attached to the disposable. Patient information was not relevant since the issue occurred during setup.